Event description:
While doing the stone extraction, the basket broke off inside pt. The basket was unable to be retrieved (unk to the reported how the retrieval was attempted), and was left inside pt. It is unk as to how or if the basket will be retrieved at this time. To the reporter's knowledge, the pt is in stable condition and no adverse effects have been reported. The procedure was successfully completed with another of the same device. Pt is in stable condition. No adverse effects reported to the reporter.

Manufacturer narrative:
Cook received the following additional information in response to a question regarding the complaint device: the facility returned an opened package that contained a used stone extractor. The basket and the distal cannula were severed form the device, but the facility did not return either of these parts. Cook performed a visual and physical examination of the returned device portions. The basket sheath was severely bent, the handle disassembled, and the basket assembly removed. The coils at the distal tip of the basket had a burned appearance. Because the procedure was performed with a laser, it is most likely that the user inadvertently separated the distal tip of the basket with the laser.